Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a defective air or water duct. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was found clogged with foreign material resembling a black rubber. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient reprocessing. Additional evaluation findings: switch box had a dent; air/water cylinder had no color; suction cylinder had no color; right/left knob had a scratch; cover of light guide bundle was damaged; due to dirt on objective lens, the image had a stain; due to clogging of air/water tube, no air and water was fed; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; adhesive around objective lens had a chip; and adhesive around light guide lens had a crack. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
H10: per the customer¿s response, the device was reprocessed before it was returned to olympus, but additional information including reprocessing steps were unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.